Manufacturer narrative:
PMA/510(k)#: p100022/s001. The complaint device was implanted in the patient and therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Information provided stated that the patient had pre-existing conditions including coronary artery disease, hypertension, diabetes (type ii) and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided restenosis was treated with a cutting balloon on the same day and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. PMA/510(k)#: p100022/s001. The complaint device was implanted in the patient and therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Information provided stated that the patient had pre-existing conditions including coronary artery disease, hypertension, diabetes (type ii) and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided restenosis was treated with a cutting balloon on the same day and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) 2012: ziv6-35-125-6.0-120-ptx x 2 and ziv6-35-125-7.0-120-ptx x 1 were placed in the right sfa. (B)(6) 2015: restenosis was confirmed at +/- 5mm of the ptx stent(s). (The rpn or lot number of the re-stenosed device(s) cannot be determined.) (B)(6) 2015: the restenosis was treated with a cutting balloon. (B)(6) 2015: the patient recovered. Note this report relates to 1 x ziv6-35-125-6.0-120-ptx device. Reference also related reports 3001845648-2015-00207 & 3001845648-2015-00208.